Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had gone into urinary retention. It was noted that they may have had an underlying issue that wasn't related to the device which could have led or contributed to the issue. The device was shut off in response to the issue and it was unknown if the issue was resolved. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the device was turned off and the patient was taught to self-catheter in response to the retention. The device was turned on again after several weeks. The cause was unknown, but noted that it could be a stretch injury, [bpm], or a hypotonic bladder. A urodynamics study revealed decreased detrusor function. It was noted that there was possibly lumbosacral back surgery.